Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, before removing the delivery catheter system (dcs) from the patient, an angiogram revealed a plaque dissection of the right femoral artery. A cut-down and patch angioplasty was performed. In the physician's opinion, the dissection may have occurred during the pre-dilation of the vessel or upon introduction of the dcs via the in-line sheath. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.